Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced abscess at sensor patch adhesion site. Patient was admitted to emergency room on (B)(6) 2014. Doctor drained abscess and gave patient antibiotics. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was feeling fine.